Manufacturer narrative:
The astral device was returned to resmed. Review of the device logs confirmed the reported complaint. Visual inspection of the pneumatic block identified water damage. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) related to a stuck outlet flow sensor. There was no harm or injury as a result of the event.